Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit noise on the rv sense channel as well as multiple stored episodes for noise, increased counts for ventricular tachycardia/ventricular fibrillation oversensing and pacemaker inhibition. The patient was noted as having 2:1 heart block. The boston scientific local area sales representative tested this rv lead and was unable to reproduce this noise except with the lead impedance which was repeatedly greater than 2000 ohms pace impedance in testing. Thresholds of this rv lead were noted as stable. Shock impedance was within normal limits. The physician planned to run shock lead impedance (sli) testing during the pending device system upgrade to check the shocking coils. Once the device was taken out of pocket and the rv lead disconnected then re-connected, all parameters went back to normal through the pacing system analyzer (psa). The sales representative suspected a setscrew issue.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service. The ICD was returned to boston scientific for analysis purposes and is being reported separately. As new information would become available, this report will be further evaluated and updated.